Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, d10, h3, h6 (type of investigation, investigation findings, investigation conclusions). Correction: UDI. A getinge field service engineer (fse) evaluated the unit and performed touchscreen calibration. The device passed all tests according to factory specifications and was cleared for clinical use.

Event description:
It was reported by the customer that during a routine daily check, the cardiosave intra-aortic balloon pump (iabp) touchscreen was experiencing low sensitivity and sometimes was not responsive. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had malfunction of touch screen. There was no patient involvement reported.